Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer experienced a blood glucose (bg) level of 525 mg/dl. Customer gave a manual injection to address bg level. Reportedly, customer changed pump supplies to address the issue.